Event description:
It was reported that during a diagnostic procedure for a left heart catheterization, the procedure was prolonged and anticoagulation therapy was required. The anatomical location was the aortic valve/ascending aorta/aortic arch. When the expo guide catheter was advanced over the diagnostic wire over the aortic arch, the diagnostic wire was removed and the expo guide catheter kinked. The physician was unable to advance an unspecified wire in an attempt to straighten the guide catheter kink. A glidewire was also used in attempt to straighten the kink, but was unsuccessful. The physician attempted repositioning of the expo guide catheter. Another physician was called and was able to straighten the kink, and the guide catheter was removed. The patient was given anticoagulation due to the prolonged procedure. The angiography was completed, but the procedure to cross the aortic valve and left ventricular injection was discontinued due to the difficulties reported. The patient status is reported as "ok".